Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: eliquis 5 mg, asa 81 mg, colace 100 mg, jardiance 10 mg, metformin 750 mg. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of a ruptured left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. There were no reported issues with device placement and the procedure was successfully completed. On (B)(6) 2024, the patient presented to the emergency room with a left external iliac artery rupture. The rupture reportedly occurred directly adjacent to the distal end of the implanted plc141000 contralateral leg component. The physician suspected that device oversizing during the index procedure or potentially the device landing in tortuous anatomy may have caused or contributed to the external iliac rupture. An additional contralateral leg component was implanted to extend the left side distally. Treatment was reported as successful and the patient tolerated the procedure.

Manufacturer narrative:
H.6. Health effect - clinical code: code e0515 updated to e2013.